Manufacturer narrative:
H3: code "other" was selected as the medical device remains implanted. Return not possible. H6: a review of the manufacturing records for the device verified that the lot met all pre-release specifications. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), potential adverse events or complications associated with the use of the device include, but are not limited to: branch vessel occlusion or obstruction. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
On (B)(6) 2024, this patient underwent endovascular treatment of an arch aorta aneurysm using gore® tag® conformable thoracic stent graft with active control system(ctag/ac). The preoperative plan was to implant ctag/ac distally and non-gore stent graft proximally. After the ctag/ac was placed, an attempt was made to deliver the non-gore device, but the non-gore device could not be advanced due to high angulation at the descending aorta, and the implantation of non-gore device was abandoned. Instead of non-gore device, another ctag/ac was placed proximally. It was reported that when the ctag/ac was deployed, the left common carotid artery(lcca) was partially covered. An intra-angiography revealed obstruction of blood flow in the lcca. Two additional bare stent were placed in the origin of the lcca. The procedure was completed upon confirming improvement of the blood flow. The patient tolerated the procedure.